Event description:
It was reported that the rv lead was dislodged and had high thresholds. The pace/sense portion was capped and replaced. No patient complications have been reported as a result of this event.